Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks due to atrial rhythm. It was determined that this ICD was working as intended. Currently, this ICD remains in service and no additional adverse patient effects were reported.